Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for intractable spasticity and multiple sclerosis. Pump drug information was not reported. It was reported that the patient had a refill on (B)(6) 2024. The low reservoir alarm was occurring at that point and the patient had continued to hear the alarm since then. The pump was read and no reason for the alarm was seen. It was confirmed that there was an active alarm on the home screen. Technical services reviewed how to silence the alarm and update the pump. As of 2024-06-19, the alarm was resolved. The software version used at the time of the event was the "updated version".

Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.